Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically compressed. The inner and outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the outer/inner insulation cut and the helix compressed and coated in blood.

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds post-implant. The physician attempted to reposition the rv lead, however had difficulty retracting the helix. After twenty turns and manipulation, the physician was able to retract the helix. When an optimal lead position was determined, the helix of the lead would then not extend back out. The physician elected to explant and replace the lead. The physician sliced the lead on removal to aid insertion of the new rv lead. On examination post removal, the helix of the lead would still not extend. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).